Manufacturer narrative:
The event of "necrosis" and "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "necrotic tissue around the implant", "lump in their neck".

Event description:
Patient reported left side "rupture, necrotic tissue around the implant, lump in their neck, and other medical issues". Device has been explanted.